Manufacturer narrative:
This report is submitted on june 28, 2021.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but had not taken place at the time of this report.